Event description:
The customer reported that the spo2 alarms were turned off and the pt expired.

Manufacturer narrative:
(B)(4). The customer reported that the spo2 alarms were turned off and the pt expired. They stated they had discharged and removed data so there is no info on the pic to reference. The customer did not allege a device malfunction. In abundant caution, we will report this issue. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.